Manufacturer narrative:
The reason for reoperation is capsular contracture, baker grade unknown. Device evaluation: visual analysis of the returned device identified a crease(flat). Leak test and microscopic analysis were performed which identified a valve crack (crack does not leak). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Device remains implanted.